Event description:
The patient had four leads from the same lot number. It was reported the patient had an occipital (off- label) scs system and one or more of her leads may need to be replaced. Follow-up info identified the patient's occipital leads were explanted and replaced. The patient was receiving subthreshold stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.